Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 410 mg/dl and customer treated with insulin pump. Customer states they had insulin out of tubing on their quickset. Customer states they had sensor that the liner did not come off and was unable to insert it properly. Customer reports serter was slowly pulled straight up from pedestal. Customer states that the infusion sets were leaking, on site of under tape. Customer was not able to change the infusion set. Customer declined to troubleshooting for her high blood glucose. The insulin pump will not be returned for analysis.